Event description:
The following information was reported: staff stated mynx sealant did not deploy after shuttle and sheath removed from tissue track. Manual compression was applied for 20 minutes. The patient aws hospitalized for reasons unrelated to the mynx device/mynx procedure. Did not keep the device. Stick location: right groin, right femoral. Vessel size: 6mm. Procedure: coronary.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1414902) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.